Event description:
It was reported that the expiratory cassette was not in fully latched position that resulted in insufficient ventilation. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that minute and tidal volume was not picking up on patient effort. There was no patient harm. Our field service engineer was unable to reproduce the problem, but found the expiratory cassette not fully latched in position. The ventilator was cleared for clinical use after passed pre-use checks and functional tests to factory specifications. No part was replaced. The evaluation of received device logs shows several clinical alarms indicating leakage starting (B)(6) 2019, five days before the reported date of event. The date of event will be updated accordingly. No technical error codes were found in the device logs. The conclusion in this matter is that the expiratory cassette was not in fully latched position which resulted in insufficient ventilation.

Event description:
Manufacturer ref.#: (B)(4).